Event description:
It is reported that the device was implanted on october 8, 2002. The patient experienced pain and discomfort, and x-rays showed changes involving the inferior area just beneath the tibial baseplate and changes about one of the screw areas. The device was revised on march 27, 2006. Mechanical changes involving the insert and findings of some early change in the synovium from polyethylene debris was noted. Evidence of loosening of the tibial baseplate was also noted.

Manufacturer narrative:
Section f was completed by the manufacturer. Information was received from a distributor who is not required to complete form 3500a. H3: evaluation summary: cause cannot be definitively determined. H6: evaluation codes: 100-68 congruent tibial insert exhibits gouging damage to both condyles and a large gouge near posterior post. Anterior locking tab also exhibits damage that was likely caused during removal. Scanning electron microscopy analysis showed third body wear particles. Energy dispersive spectroscopy analysis of the particles showed c, o, al, si, k, na, cl, ca, and s, and analysis of insert material showed a carbon peak in spectrum typical of uhmwpe. Device history records are intact, conforming & indicate manufacture to specification.